Manufacturer narrative:
Results investigation: DHR review for batch #7002808. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7002808 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One bag containing one opened 5 ml package was received by bd (B)(4). The batch # was confirmed to be 7002808 upon visual evaluation, the sample was found to be missing the needle shield. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Conclusion: based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse with stuck with a 10 ml bd luer-lok ¿ syringe 20 g x 1 1/2 in prior to use because the cap was missing. No medical interventions were reported.